Event description:
"Device would not perform cavity width." Manufacturer response (as per reporter) for impedance controlled endometrial ablation system, novasurewaiting for manufacturer to send packaging supplies to mail back device.

Event description:
"Device would not perform cavity width." Manufacturer response (as per reporter) for impedance controlled endometrial ablation system, novasurewaiting for manufacturer to send packaging supplies to mail back device.